Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide concentrated (co2_c) results. The customer ran quality controls (qc), and qc was in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the seals on the aspiration/ dispense pump and sample reagent wash pump. The cse ran precision for the co2 method, which resulted with good precision. The customer ran and verified qc. The cause of the discordant co2_c results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high carbon dioxide concentrated (co2_c) results were obtained on patient samples on an advia 1800 instrument. The discordant result were not reported to the physician(s). The same samples were repeated on alternate advia instruments, and recovered lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high (co2_c) results.